Event description:
Philips received a complaint on the v60 ventilator indicating that there was a touchscreen issue. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the biomedical engineer (bme) could not duplicate the issue, but respiratory staff noticed the issue. The rse provided the customer with the part information for the touchscreen to order a replacement. This investigation is ongoing.

Manufacturer narrative:
(B)(6).